Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic procedure, during ligation of the vessels, none of the clips was able to load into the jaws. Another device was used to complete the case. There was no patient injury.